Event description:
It was reported the patient had sepsis which occurred approximately two months post device system implant. The device site is reported to have a scab area but no erythema was noted at the device pocket site. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.